Event description:
It was further provided that the health care provider did not know what symptoms the patient had or if troubleshooting was done. The patient¿s last pump refill date in the health care office was (B)(6) 2013. The patient has not been seen in the office since this date but did have a follow-up visit scheduled for (B)(6), 2014.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient possibly had a stroke on (B)(6) and the patient was having a magnetic resonance imaging (MRI) scan for confirmation. The MRI was also to look for additional lesions from a multiple sclerosis diagnosis. A request was made for a representative to check the patient¿s pump after the MRI. No allegation was made regarding the device or therapy. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.